Event description:
It was reported that during a superficial femoral artery angioplasty treatment procedure, a tip detachment occurred. The target lesion was located in the superficial femoral artery. While advancing a v-14 short taper 300cm straight tip control wire the tip detached inside the patient. An unknown manufacturer's stent was implanted to push the detached tip against the vessel wall. The procedure was completed with a different device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).